Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, which did not cause their blood glucose level to exceed 500 mg/dl. As the issue did not occur during the loading process and no backup therapy was currently available, the customer was advised to consult their healthcare provider.